Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and boston scientific obtryx were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent mesh revision/removal on (B)(6) 2009 and on (B)(6) 2011. It was reported that the patient underwent a hysterectomy on (B)(6) 2009. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterovaginal prolapse and urinary stress incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, bleeding, constipation, urinary incontinence, urinary retention, rectocele, and enterocele.